Event description:
It was reported that a pocket revision was performed, and prior to performing the revision x-ray was utilized and the ra lead had dislodged. The ra lead was explanted and replaced successfully. The patient was stable before during and after the procedure.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
New information notes that the reason for pocket revision was possible hematoma. Related manufacturer reference number: 2017865-2022-51094.